Manufacturer narrative:
Product evaluation: the lens was returned. Viscoelastic is dried on the lens. The optic is cut into two pieces. There is a long narrow scratch across the anterior surface of both halves. This damage is typical of damage caused by an instrument used to grasp the lens. The customer indicated the use of a qualified cartridge, handpiece and viscoelastic. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met the manufacturer's release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) that was defective. There was patient contact but no report of patient harm. Additional information was provided that the iol was noted to be scratched after the lens was placed in the capsule. The iol was removed and replaced with a new lens during the initial procedure.